Event description:
Dräger received a user facility report in which it was described that the device suddenly shut down during a running ventilation episode. The patient reportedly exhibited a minor and temporary desaturation but there was no detail in the report which would reasonably suggest that final health consequences may have occurred. The complete unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will request the serial number from the customer. If this attempt leads to an UDI, we will submit a follow-up report.

Manufacturer narrative:
The ufr was received with three months delay and was the only source of information - the user facility did not involve the local dräger s&s organization into any follow-up measures, and the contact person named in the ufr was not able to provide additional details. Dräger derives the following from the available information: the reported shut-down is a strong indication that the device ran out of energy supply. This type of ventilator is equipped with an internal battery to cover mains power losses for at least 30 minutes. Under consideration of the validity of the energy-loss postulation, the reported event can't have occurred in single-fault conditions. Multiple combination are imaginable, the device may have been operated on battery already with user ignoring the depletion warnings. Another plausible scenario would be that the device was put into operation with a completely worn internal battery and shut down due to an infrastructure issue with mains supply, a broken power cord, a malfunction of the device-internal power supply or similar. Hence - even if malfunction was one contributing factor - it could only come into effect due to lack of preventive maintenance, use error, infrastructure problems or a combination of these. Age of the device is not known; if not uneconomic and not yet done, it is recommended to have it checked by trained service personnel and repaired if necessary.